Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was noted that the patient¿s left ventricular (lv) lead was dislodged and was confirmed through a chest x-ray. No intervention was performed. The patient was in stable condition.